Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cannula would not locked into the tube. It was found that some parts was missing. There was no patient harm.